Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited high thresholds and premature battery depletion. The ipg was re programmed, subsequently explanted and replaced. No patient complications have been reported as a result of this event.